Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the type of arrhythmia was identified as ventricular tachycardia. The arrhythmia resulted in chest discomfort. The arrhythmia was determined to not be device related as it was identified before left ventricular assist device (lvad) implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a continuous ventricular arrhythmia on (B)(6) 2024 which required a direct current shock. The arrhythmia was determined to not be device related as it was identified before surgery. The patient was admitted from (B)(6) 2024 until (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a continuous ventricular arrhythmia on (B)(6) 2024 which required either defibrillation or cardioversion. The arrhythmia was determined to not be device related as it was pointed out before surgery. The patient was admitted from (B)(6) 2024. Direct current cardioversion was performed to resolve the event.